Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn: (B)(4) was performed, which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn: (B)(4), which confirmed that this device was not involved in a production failure, which correlates to the customer reported issue. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(6); case status: open; summary: lvp8100 failed rate test during pm; case notes: problem description: on 01/25/2018, at 05:17:47. (B)(4). Create case for ir: (B)(4). Tsc notes: on 01/25/2018, at 05:15:16. (B)(4). Revision and create case for this ir: erica had a lvp8100 failed rate test during pm. I went over the test process with her and found out she did not use rate calibration set. I advised her to use rate calibration set for rate verification. Tsc notes: on 01/02/2018, at 13:27:17. (B)(4). Sn: (B)(4); npi. (B)(6) did not use rate calibration set to perform the task. Advised her to use 8100-rcs.